Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be wrong line clearance. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the outer package of the three units of 786626 were inspected and no abnormality was found. These units were then unpacked and found to be 4.7 f stents (26 cm), inconsistent with the model 786626 on the outer package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the outer package of the three units of 786626 were inspected and no abnormality was found. These units were then unpacked and found to be 4.7 f stents (26 cm), inconsistent with the model 786626 on the outer package.